Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device was firing four clips at a time. Another device was used to complete the case. There was no adverse consequence to the pt.